Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction was successful, however, failed to successfully convert the rhythm. The shock impedance was within range and appropriate sensing was noted. It was also discussed that the system had good placement. This s-ICD system was removed and a transvenous device will be implanted in a different time. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction was successful, however, failed to successfully convert the rhythm. The shock impedance was within range and appropriate sensing was noted. It was also discussed that the system had good placement. This s-ICD system was removed and a transvenous device will be implanted in a different time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.